Manufacturer narrative:
Zoll has not yet received the thermogard in complaint for investigation. A supplemental report will be filled if and when the product is returned and investigation has been completed.

Event description:
It was reported that on july 09,2016 the physician used thermoguard for the therapy of hypothermia. Quattro catheter was used. The therapy progressed well and on (B)(6) rewarming started. On (B)(6) tcmid 02(coolling engine danfoss error) error occurred and the device stopped working. The physician stopped usage of thermogard. Since the incident occurred in the later phase of rewarming, the treatment was concluded without any further action. As per the physician, there was no consequences to patient.

Manufacturer narrative:
The thermogard ivtm (s/n: (B)(4)) console was returned to azm for evaluation. Visual inspection was performed and no damages were found. Review of the event log revealed several tcmid 5.2.2 (ce compressor startup error during run mode) and 5.2.0 (ce compressor startup error during post) on the date of event. During functional testing, the primary complaint was confirmed. Further investigation found a faulty danfross controller. To resolve the issue, the danfross controller was replaced. In summary, the customer's reported complaint was confirmed during event log review and functional testing. The thermogard ivtm console is a reusable device and was manufactured on 10/10/2013. Therefore, this type of issue is characteristic of normal wear of the device. The danfross controller was replaced. The console passed all final testing criteria.